Event description:
Consumer reported upon removal of an unspecified number of tampons, the string either broke or completely detached from the pledgets. She manually removed the pledgets from her vaginal cavity. She did not seek medical attention and she did not report any adverse health effects.

Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed. H3 other text : not returned to "manufacturer."

Manufacturer narrative:
Consumer mailed in the tampon box and 20 companion samples. From this we were able to obtain the lot number of the device. Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release. Additionally, samples received of the product showed no defects or abnormalities. Additional information: b4: date of this report d4: additional device information d9: device availability g3: date received g6: type of report h2: if follow-up, what type h3: device evaluated by manufacturer h4: device manufacturer date h6: adverse event problem (type of investigation and investigation findings) h10: additional narrative/data.